Event description:
12 pumps were upgraded with the new software upgrade by baxter. While the pumps were being trialed in our intensive care unit (ICU), the pumps continued to alarm upstream occlusion and the alarm could not be used at all for patient use. The trial was put on hold and baxter was contacted. Equipment # 1: upstream occlusion x5 within 10 minutes of beginning fluid bolus running at 999. Removed from circulation due to frustration of alarms. Notes from healthcare technology management (htm) state "8.01.00 revert due to continuing upstream occlusion issues". It was sent back to baxter for repair. Equipment # 2: non-stop upstream occlusion alarm. Htm notes state: "8.01.00 revert due to continuing upstream occlusion issues". Equipment # 3: upstream occlusion alarm every 10-15 minutes, changed tubing, restarted, and reprogrammed with no luck. Htm notes state: "8.01.00 revert due to continuing upstream occlusion issues". Equipment # 4: upstream occlusion alarms every 15-20 minutes, removed from circulation. "8.01.00 revert due to continuing upstream occlusion issues, sent to baxter for repair". Equipment # 5: 2 upstream occlusion alarms back-to-back, saline infusing. Htm notes state "8.01.00 revert due to continuing upstream occlusion issues, sent to baxter for repair". Equipment # 6: upstream occlusion alarms every 20-25 minutes. No htm notes. Equipment # 7: upstream occlusion every 20-25 minutes, removed from circulation. Htm notes state " 8.01.00 revert due to continuing upstream occlusion issues. "